Event description:
It was reported that during a routine device replacement procedure, upon removal of the device from the pocket this right ventricular (rv) lead exhibited pacing inhibition. Subsequent movement of the device and lead resulted in periods of loss of capture (loc). Visual inspection of the lead, two visible points of damage were observed on the lead body. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.